Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing the pump failed ground resistance testing at 0.14ohm. The passing specification for the ground resistance test is <0.1 ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be a component issue. The device power filter module was replaced, which successfully resolved the issue. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm) testing the pump failed ground resistance testing at 0.14ohm. The passing specification for the ground resistance test is <0.1 ohm. No patient involvement was reported.